Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "constant downstream occlusion" alarm which was reproduced. The alarm was found to be intermittent and was caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the"downstream occlusion" message. There was no pt involvement.